Event description:
The patient reported that the pump was inaccurate in that it failed to consistently deliver the therapy at the time and in the amount per the program settings. The distributor reported that they encountered an event where the infused volume was 60 ml after the first dose and 10 hours of kvo; they expected only 55 ml's. There were no reports of any adverse patient events associated with this malfunction.